Event description:
The report received indicated that during a stenting procedure to the left subclavian artery, the lesion was approached from the brachial artery and the lesion was pre-dilated. The stent was being delivered to the lesion; however, after the first row of stent struts were exposed, the physician noticed that the position of the stent was a little too close to the aorta to cover the whole lesion, so the physician tried to pull back the stent delivery (sds) and did not attempt to recover the stent before pulling back the sds. At that time, the stent jumped out from the sds and fell to the aortic arch. The physician then delivered a snare catheter from the femoral artery and tried to move the stent to the iliac artery. However, the diameter of the iliac artery was smaller than that of the stent and as a result, the physician had to place the stent in the descending aorta. The stent was placed in the descending aorta with full apposition to vessel wall. Further info indicated the vessel presented moderate tortuosity without calcification and 95% stenosis.

Manufacturer narrative:
Please note that as the stent was implanted only the stent delivery system is available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Add'l info will be submitted within 30 days upon receipt.